Event description:
One patient sample with free t4 results that do not fit with the clinical picture. Initial result gave 24.5 pmol/l; repeat by another methodology gave 21.8 pmol/l. No adverse events reported in association with the incorrect result. If additional information is received, appropriate notification will be provided.